Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No relevant case imagery was provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 3 years 9 months post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (chronic renal failure, dialysis). A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
Three (3) years and 5 months post implant of a sapien 3 valve in the mitral position, the sapien 3 valve became stenotic and required intervention. As reported by our affiliate in (B)(6), a 29mm sapien 3 valve was implanted in the mitral position. Three (3) years and five months post-implant, the patient presented with shortness of breath, dyspnea, and chest pain. It was determined that the valve had developed stenosis. The decision was made to replace the valve with a new 29mm sapien 3 valve. The repeat transcatheter mitral valve replacement was performed approximately four months later. The valve was replaced during open surgery. The decision was made to remove only the leaflets of the old valve to make sure that the new valve engaged with the stent. The procedure ended successfully, with no leak observed and a gradient of 5mmhg. The root cause of the stenosis was reported to be degeneration of the leaflet of the first implanted valve. It was also noted that approximately one month post implant of the initial valve, the patient developed endocarditis and was treated with antibiotics. No bacteria were found in blood at the time of the event. The source of the infection was not known. It was unknown if vegetation was seen on tee. The patient recovered and the valve remained implanted.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this patient. Please reference related manufacturer report no: 2015691-2021-06374.